Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a pairing failed notification when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet after days of successful use; the agent had the user toggle settings and reenter the pairing code, indicating an intermittent communication failure associated with the device¿s antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between devices and intermittent communication failure involving the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.